Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient faced removal of applicator is from the outer blue ring, now the center post on (B)(6) 2026 which caused hyperglycemia event. The blood glucose level was 360 mg/dl and treated by correction injection via multiple daily injection (mdi).